Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received, without a tip protector, in a tray, with a piece of tip taped to paper in a bag, for the report. The sample was visually inspected and found to be nonconforming with the needle broken at the port. The returned piece taped on paper was visually inspected, the piece appears to be the broken piece from the needle tip. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Pictures are attached to the parent file and have been reviewed by the manufacturing site. The product and lot information seen on the pak label matches what was reported. One of the pictures shows what appears to be a piece of metal in a bag. However, the exact source of the metal cannot be determined from the picture. The complaint evaluation confirm needle tip was broken at the port. The root cause for the broken tip is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the probe. No action has been taken by the manufacturing site as it appears that the observed broken tip was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. Attached photos of the pak have been reviewed by the investigation site. The product and lot information seen on the pak label matches what was reported. One of the photos shows what appears to be apiece of metal in a bag. However, the exact source of the metal cannot be determined from the photo. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer (B)(4).

Event description:
A nurse reported that the tip of vitrectomy probe was broken and attached to the patient's retina, during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was patient harm reported that there was a risk of detached components remaining in the eyeball.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).